Manufacturer narrative:
A supplemental MDR is being submitted due to product evaluation findings. Sections g6, h2, h3, h10 and conclusions in h11 were updated. H6 codes were added: component code, type of investigation. H6 codes were corrected: investigation findings, investigation conclusions. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure modes is not required at this time. Intraprocedural imagery was provided and revealed the commander delivery system and valve protruding through the esheath. Imagery of the patient's anatomy was provided and revealed tortuosity and calcification in the patient's access vessel. The device was returned for evaluation. It was observed that the esheath shaft was curved and the liner was punctured starting at 9cm from the strain relief to the distal tip. Due to the nature of the complaint (liner punctured), no applicable functional testing was able to be performed. Liner thickness was measured along the liner tear as an out of specification result could be indicative of a manufacturing nonconformance. Due to the nature of the tear, measurements were taken on one side of the tear only. The complaints for resistance and punctured liner were confirmed based on evaluation of the returned device and provided imagery. Available information suggests that patient factors (tortuosity, calcification) likely contributed to the resistance experienced as provided information indicated the presence of tortuosity and calcification within patient's access vessel. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. In addition, tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Curvature along the sheath shaft can be indicative of the presence of vessel tortuosity. Available information suggests procedural factors (device manipulation) and/or patient factors (calcification, tortuosity) likely contributed to the liner puncture as reported information indicated that "significant push force was required to advance the commander delivery system with the crimped valve" and the patient presented tortuosity and calcification within the access vessel. During the procedure, the sheath may sustain damage from additional device manipulation (e.g. High push force) or in combination with challenging anatomical factors. Anatomical characteristics may promote sheath damage directly via physical contact (e.g. Sheath interacts with sharp calcium nodules) and/or indirectly via suboptimal advancement angles (e.g. Sheath navigation through tortuous or restricted anatomy). High push force, used to overcome any resistance, coupled with non-coaxial advancement trajectories can lead to sheath hdpe, liner, and/or strain relief damage due to direct interaction with crimped valve (e.g. Catching of bent strut). Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported, it was a 26 mm sapien 3 ultra resilia transcatheter heart valve implant procedure in the aortic position via transfemoral approach in a patient with a bicuspid valve (type 1, r+l fusion) and minimal leaflet calcification. The right femoral artery had an adequate diameter, was not heavily calcified, and showed some tortuosity, though not severe. During the procedure, initial difficulty was encountered in straightening the vessel, which was resolved using a stiff safari wire and 14f esheath+ insertion. Advancement of the commander delivery system with crimped sapien 3 ultra resilia 26mm valve through the esheath+ introducer was challenging due to a slight kink in the external iliac artery. Significant push force was required to advance the commander delivery system with the crimped valve. While fluoroscopy was focused on the heart to maintain safari wire position in the left ventricle, the delivery system was noted to kink within the esheath+. Additional force resulted in the valve detaching from the pusher and perforating the esheath+ outside the vessel lumen, causing suspected iliac and/or abdominal aortic wall injury. The patient had a hemorrhagic shock and immediate resuscitation was initiated with fluids, blood products, airway control, and chest compressions. Ultrasound-guided puncture of the left femoral artery was performed, and an 8fr sheath was inserted. A j-tip wire and sizing balloon (pts-x 30mm) were advanced to the abdominal aorta and inflated above the renal arteries to control bleeding and stabilize blood pressure. The patient experienced recurrent severe hypotension and pulseless electrical activity (pea), requiring brief CPR and intravenous adrenaline. The balloon was repositioned for optimal hemodynamic effect. The patient endured prolonged lower limb, bowel, and renal ischemia until vascular surgery arrived for laparotomy and direct aortic repair. The aorta was clamped, and an extensive tear was confirmed. The patient was stable when transferred to the intensive therapy unit but passed away the following days. The valve frame was noted to be dented.

Manufacturer narrative:
This is one of two reports being submitted for this case. Investigation is ongoing.